Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the generator and associated batteries were replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the power switching board for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power switching board has not been received by the manufacturer for evaluation.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative found that physical damages were present on the batteries to the imaging system. The representative then replaced the x-ray and motion batteries, but the reported issue was not resolved. The representative reported that they found corrosion on the power conversion board. The system control board was found to have no visual damages. The representative confirmed all connections on the circuit board and this did not resolve the reported issue. The suspect batteries have not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the imaging system would not power on. The representative reported that the system had not been used in six months. No additional information was provided. There was no patient present when this issue was identified.